Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 26 mmol/l. The customer's mother stated that the customer had changed sets 5 times over a 2 day period due to bent cannulas and that the customer used quick-set infusion sets. The customer's mother also stated that the buttons have been sticking. Troubleshooting was performed. The insulin pump passed the high pressure test. Nothing further was reported.